Manufacturer narrative:
As of 05/06/2020 returned product was submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening with no issues noted.

Event description:
On the initial report on 04/09/2020 consumer reported the bandages caused a chemical burn of the size of the pad on her daughter's chin. Consumer sought medical attention for her daughter.